Event description:
Boston scientific received additional information that this patient¿s system continued to exhibit multiple low out of range shock impedance measurements of less than 20 ohms. The patient was brought in for testing and a commanded shock was delivered successfully. Oversensing of noise was observed on the right ventricular (rv) channel post-commanded shock so the physician suspected there was an insulation breach of the rv lead. The system was reprogrammed and the patient will continue to be monitored. The system remains in service and there were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a low out of range shock impedance measurement of less than 20 ohms. The physician suspected the low measurements to be the result of electromagnetic interference. At this time, the patient will continue to be monitored and the ICD remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
This ICD is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received additional information from the field that surgical intervention was performed and the system was removed from service. With a new rv lead, this ICD exhibited a high out of range shock impedance measurement so it was eventually explanted. A header issues was suspected to be the cause. No additional adverse patient effects were reported.